Manufacturer narrative:
Set screw out of adjustment.

Event description:
It was reported by service report that the fowler was lowering on its own. No patient involvement or adverse consequences are reported.